Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would not heat up and seal properly. The site contact was not able to provide info as to whether the device activated when it was inserted into the generator in use. There was no reported pt injury. The site contact has indicated that no additional info regarding the device or incident is available.